Event description:
It was reported that during intraoperative measurement, oversensing of non-physiologic signals was observed and inappropritate shocks were delivered. The rv lead was capped and no further patient complications have been reported as a result of this event.